Manufacturer narrative:
As reported, white scum-like substance came out of the capsure device during fixation. The material alleged to have been deployed from the device returned and is found to be a solid material, clear, with a rubber texture. Photos and sample evaluation confirms the material is not part of the capsure device or the manufacturing process. The foreign material did not originate from the capsure most likely presenting from another piece of equipment in use during the procedure i.e., a trocar. No manufacturing anomalies were found. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an unknown hernia procedure capsure fixation device was used, a white foreign substance came out of the device multiple times and the fixation itself was completed problematic. There was no patient injury.

Manufacturer narrative:
As reported, white scum-like substance came out of the capsure device during fixation. The material alleged to have been deployed from the device returned and is found to be a solid material, clear, with a rubber texture. Photos and sample evaluation confirms the material is not part of the capsure device or the manufacturing process. The foreign material did not originate from the capsure most likely presenting from another piece of equipment in use during the procedure i.e., a trocar. No manufacturing anomalies were found. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental MDR is submitted to correct the imdrf annex d code. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an unknown hernia procedure capsure fixation device was used, a white foreign substance came out of the device multiple times and the fixation itself was completed problematic. There was no patient injury.